Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -8.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6)2024. Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.